Event description:
Reporter alleged the customer received the result of 165 mg/dl on the advantage system while sweating, losing color, and becoming disoriented. Reporter stated that she treated the customer with cold water, a piece of candy, and half of an orange which the customer could not have gotten for herself. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.